Event description:
Baxter reported an infusion pump that "stopped working" during pt use. The pump was infusing dopamine at 20ug/kg/min to a pt who was "post cardiac arrest in cath lab". The pt was being transferred back to "ccu" when the pump "stopped working". The nurse was unable to reset or manually release the tubing and the pt blood pressure dropped to 50 systolic. "The pt was very dependent on dopamine". When the nurse finally released the tubing from the pump, the channel was out of service. Baxter reported the pt is in a good condition. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics and diagnosis, medical intervention, medication involved, or set up of the infusion device.